Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16july2019. The field service engineer (fse) duplicated the reported problem. The gas delivery system (gds) was replaced to address the reported problem. Failure analysis showed contamination in the air inlet. This caused the air flow sensor to develop an offset and to read the air flow too high. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing failed for flow accuracy. The device was being used when the reported event occurred. No patient injury or harm was reported. The event date was not specified, estimate used.